Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the pt's legal counsel that the pt is pursuing a liability claim arising out of the use of a nexgen cr implant. On (B)(6) 2009, the pt received a tka and subsequently is experiencing pain. The pt has not been revised and it is unk if a surgery is planned.